Event description:
N/a.

Manufacturer narrative:
Additional contact details: name: (B)(6). Email: (B)(6). It was reported that during preventive maintenance done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) external leak of greater than 1 psi per second. Unit has slight damage on rear of unit. During troubleshooting fse found out leak in the cart and the cardiosave unit. Fse resolved the issue by replacing d103-00-0637 regulator, hi pressure, helium, d004-00-0058 hose assy #5 vacuum v1 thru v6, d004-00-0055 hose assy #2 press p1 thru p4, d004-00-0063 tubing assy,pressure,p5,p6, d004-00-0062 tubing assy, vacuum, v7, v8, d004-00-0103-03 tubing assy, helium,.005 ID, d004-00-0103-02 tubing assy, helium, multiple, d004-00-0103-01 tubing assy, helium, .020 ID, d997-00-0565 assy, helium reservoir. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was found to have an external leak of greater than three psi over three minutes. Unit has slight damage on rear of unit but not consistent with abuse. There was no patient involvement.